Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. Additionally, the device lot number was not provided. However, imagery of the patient's anatomy was provided for evaluation. Review of the imagery revealed calcification was present within the patient's annulus and tortuosity was present in the access vessels and abdominal/thoracic aorta. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the delivery system usage. Per the IFU, it warns that if valve alignment is not performed in a straight section, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon. Utilizing alternate fluoroscopic views may help with assessing curvature of the anatomy. If excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the vasculature and relieving compression (or tension) in the system will be necessary. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for valve moves on commander delivery system balloon working length during positioning was unable to be confirmed. A manufacturing non-conformance was unable to be determined. A review of the IFU/training materials revealed no deficiencies. As mentioned in the event description, "the valve embolized aortically during valve deployment." Per case notes, the patient had challenging tortuous anatomy. Additional information received revealed that it was difficult to find a straight portion in the aorta to perform valve alignment and that pulling the pusher back may have pulled the valve back a bit. Imagery provided of the patient's anatomy was reviewed and confirmed that the patient had a tortuous anatomy. Tracking the delivery system with crimped valve through the tortuous vasculature could have introduced tension in the system. The presence of tortuosity could have also led to further tension build-up during valve alignment in a non-straight section. It is possible that some of the stored tension was released during flex tip retraction causing the valve to move on the balloon. A product risk assessment (pra) was previously initiated to investigate and document the valve movement on balloon issue and its associated risks for the commander delivery system. In the pra, build-up tension within the delivery system during the procedure (e.g., via valve alignment in a non-straight section, torquing of the system, patient tortuosity, etc.) Was identified as a possible cause of valve movement on balloon during flex tip retraction. In this case, available information suggests that patient factors (tortuosity) and/or procedural factors (tension build-up in system and valve alignment in a non-straight section) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A previous corrective and preventive action (CAPA) was initiated for this type of event. Further assessment revealed the control limits have not been exceeded. No corrective or preventative actions are required at this time.

Event description:
As reported by the field specialist, during the transfemoral transcatheter aortic valve replacement (tavr) procedure of a 26 mm sapien 3 ultra valve, the valve embolized into the aorta during valve deployment. The valve was retrieved with the commander delivery system balloon and subsequently deployed in the descending aorta. It was decided to abort the procedure with a plan to perform a tavr in the future using an alternative approach. It was noted that the patient had a challenging tortuous anatomy. Additional information was provided revealing that once the native valve was crossed, the valve was noted to be "off the delivery system balloon" a bit due to the tortuous aorta. An attempt was made to deploy the valve instead of withdrawing the system. It was noted that navigating through the anatomy was a challenge due to the sharp kinks in the aorta, but ultimately there were no issues crossing the native valve. It was noticed that the pusher appeared to be "under the valve". It is believed that pulling the pusher back may have pulled the valve back slightly. Based on this observation, it is likely that the valve had moved on the balloon working length during positioning.

Manufacturer narrative:
The investigation is ongoing. This is one of two manufacturer reports being submitted for this case. Please reference manufacturer report no: 2015691-2023-13106 for the details and investigation related to the valve event. H3 other text : device not returned.